Event description:
Customer reports coughing. Md seen. Received lung function tests and albuterol prescription.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.